Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle was missing sleeve cover for non patient needle. Np needle was bent at an angle of 90 degrees and pierced rubber sleeve, also there was no white needle cover on it. No serious injury or medical intervention.

Manufacturer narrative:
Date of event: corrected to (B)(6) 2016.